Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a fiber wrapped around the filter needle. To aid in the investigation, one sample in a plastic bag with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. First with 10x magnification, and then with 30x magnification. No defects, imperfections or foreign matter of any kind was observed. The photo shows a needle assembly with no packaging blister or plastic shield. There is a thin string along the needle that appears to be from the lubricant applied. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 2144511. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. The transfer filter needle is not contaminated. The defect was observed when the needle cap was removed. Additional information received on 22/jan/2024. Roche has received the following complaint: pqc mailbox received an email from an hcp office reporting the following regarding vabysmo (6mg vial), that there was "fiber wrapped around the filter needle." Background information: a supplier investigation has already been conducted within upe assessment: ia-079012 (bd reference (B)(6). Bd medical suggested, based on the available photo that the fiber could be from the lubricant applied during manufacturing. The complaint sample arrived at roche kaiseraugst and was analyzed as test report (B)(4). The fiber wrapped around the needle cannula is made of polycarbonate and has a length of 57,48 mm (approx. 5,7 cm). Based on the reference substances, the needle hub is made of polycarbonate. The needle hub is not damaged. For the following investigation, please: review the manufacturing process with focus on potential sources of polycarbonate and its monomers as potential origin/root cause of the fiber. Please let us know if you would like to test the sample / fiber. Please note that the complaint sample is manipulated and no longer in its original condition, based on the fact the material originates from the market. We appreciate your support on the investigation by providing the report latest on: 31.01.2024. Needle ¿ foreign matter - other. "Pqc mailbox received an email from an hcp office reporting the following regarding vabysmo (6mg vial), that there was "fiber wrapped around the filter needle. (Vabysmo pack)" so far, no further information is available. The physical sample availability is unknown. One sample photograph was provided, see the picture attached. The complaint is currently considered potentially critical, given that a potential contamination of a sterile product cannot currently be excluded. An expedited investigation is therefore highly appreciated.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was a fiber wrapped around the filter needle. To aid in the investigation, one sample in a plastic bag with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. First with 10x magnification, and then with 30x magnification. No defects, imperfections or foreign matter of any kind was observed. The photo shows a needle assembly with no packaging blister or plastic shield. There is a thin string along the needle that appears to be from the lubricant applied. No other defects or imperfections were observed. The foreign matter, which is a transparent thin string, was received and sent to a laboratory for analysis. The laboratory report showed a low percentage match to polycarbonate. Due to the low percentage, the results are considered inconclusive. A device history record review was completed for provided material number 305211, lot 2144511. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received additional information received on 22/jan/2024 roche has received the following complaint: pqc mailbox received an email from an hcp office reporting the following regarding vabysmo (6mg vial), that there was "fiber wrapped around the filter needle." Background information a supplier investigation has already been conducted within upe assessment: ia-079012 (bd reference (B)(4). Bd medical suggested, based on the available photo that the fiber could be from the lubricant applied during manufacturing. The complaint sample arrived at roche kaiseraugst and was analyzed as per the attached report test report rpt-0321503. The fiber wrapped around the needle cannula is made of polycarbonate and has a length of 57,48 mm (approx. 5,7 cm). Based on the reference substances, the needle hub is made of polycarbonate. The needle hub is not damaged. For the following investigation, please: review the manufacturing process with focus on potential sources of polycarbonate and its monomers as potential origin/root cause of the fiber. Please let us know if you would like to test the sample / fiber. Please note that the complaint sample is manipulated and no longer in its original condition, based on the fact the material originates from the market. We appreciate your support on the investigation by providing the report latest on: 31.01.2024 ----------------------------------------------------------------------------------------------------------------------------------------------------------- needle ¿ foreign matter - other "pqc mailbox received an email from an hcp office reporting the following regarding vabysmo (6mg vial), that there was "fiber wrapped around the filter needle. (Vabysmo pack)" so far no further information is available. The physical sample availability is unknown. One sample photograph was provided, see the picture attached. The complaint is currently considered potentially critical, given that a potential contamination of a sterile product cannot currently be excluded. An expedited investigation is therefore highly appreciated.

Manufacturer narrative:
Device problem code: a180104 - device contamination with chemical or other material patient problem code: f26 ¿ no health consequences or impact. (B)(4): initial MDR submission for device evaluation. It was reported there was a fiber wrapped around the filter needle. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. There is a thin string along the needle that appears to be from the lubricant applied. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 2144511. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Needle ¿ foreign matter - other. "Pqc mailbox received an email from an hcp office reporting the following regarding vabysmo (6mg vial), that there was "fiber wrapped around the filter needle. (Vabysmo pack)" so far no further information is available. The physical sample availability is unknown. One sample photograph was provided, see the picture attached. The complaint is currently considered potentially critical, given that a potential contamination of a sterile product cannot currently be excluded. An expedited investigation is therefore highly appreciated.